Event description:
Report received: the customer states that during the firing the inner cannula flies out "through into pt such as arrow." They state the fix point of inner cannula comes away from the fix point of the plastic attachment. We have attempted to receive further clarification on pt involvement with no reply thus far.

Manufacturer narrative:
There was no inventory on hand of the reported lot number to inspect. The returned sample was inspected and it was confirmed the inner stylet was separated from the hub. The customer did not return the stylet hub with the sample to conduct a thorough investigation. Upon visual inspection of the stylet returned it appears it has been broken or cut out of the joint. The sample was compared to the product drawing and it can be concluded that the stylet broke at the weld ball as there is grit blast present on the sample. The distal end of the stylet is slightly bent and therefore could not be activated to function test. There was no packaging returned with the sample to confirm the lot number reported. We will continue to work in conjunction with the supplier of the product to determine the root cause of the failure.